Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an erroneously elevated troponin (accutni) result above the acute myocardial infarction (ami) cut-off for one (1) patient generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory. Repeat testing of the patient sample produced a lower result within the normal reference range of the assay that matched the patients "normal" accutni result from the previous day. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient samples were collected in 3ml lihep plasma tubes and centrifuged for 180 seconds at 8500 rpm. It was reported the customer was unaware if the samples were clear or hemolyzed. Per the customer complaint record, qc was performing within the customer's established limits on the date of the event. A system check performed by the customer on (B)(4) 2011 passed within instrument specifications. A bec field service engineer (fse) was dispatched on (B)(4) 2011 for this event and performed preventive maintenance (pm) on the instrument. The fse completed an instrument modification to adjust ultrasonics. The fse performed an accutni precision run and assay quality control assessment that yielded acceptable results. After the completion of verified and necessary repairs the instrument was returned back into service. A definitive root cause for this event has not been determined to date.